Event description:
Procedure type: colectomy. According to the reporter: the beginning of the procedure, the device worked properly. After around thirty minutes of use (around 5th operation in the case), suddenly the device would not cut. Refasten the transducer, but the problem was not resolved. Opened a new device to complete procedure. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).